Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were not detected on the bus. The field service engineer found that the row board cable needed to be reseated to resolve the issue. The fse then reseated the row board cable at the drawer controller connection and all cubie trays. After rebooting, the issue was resolved and there were no drawer failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening and failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.